Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. An olympus endoscopic support specialist was onsite to provide a reprocessing in-service and observed no visible deviations in the customer¿s reprocessing procedures. This report is related to the following patient identifiers (B)(6).

Event description:
It was reported by the customer that patient tested positive for mycobacterium avium complex (mac) following a routine bronchoscopy procedure to rule out complications of patients with pre-existing lung conditions. The local health department noted that the positive mac could be due to the scope, reprocessor, water source, water filtration or ice machine. At this time, the exact source of the mycobacterium remains unknown. Upon further follow-up, the facility's infection control personnel confirmed that there is no plan to treat the patient, as they are asymptomatic and have not been clinically diagnosed with an infection. The patient has since been discharged in stable condition. Additionally, the facility stated that no contact tracing will be initiated at this time. The infection control team also reported that they do not attribute the positive culture to the olympus scope. The customer states there is no plan to culture the scope. An olympus endoscopic support specialist was onsite to provide a reprocessing in-service and observed no visible deviations in the customer¿s reprocessing procedures.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. This event was initially reported without identified use or device problem. Based on the results of the investigation, and since there was no allegation of device malfunction during intake, the investigation found no definitive root cause of the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.